Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit needing repair was confirmed with the returned mobile power unit (serial # (B)(6)). The unit did not pass mobile power unit service process procedure. Visual inspection revealed punctures on the outer insulation of the patient cable subassembly. The punctures were observed along the entire length, and this requires replacing the patient cable subassembly. Repair was not approved to be performed. The unit was returned to the customer unrepaired and labeled not for human use. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient's mobile power unit needed to be repaired.